Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration (B)(4)) on behalf of the MFR arjohuntleigh (B)(4) (registration #(B)(4)). Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
It has been reported by the customer that the sara 3000 battery is overheating (extremely hot out of the charger). The battery wasn't used with the lift, as it was too hot to touch. No burning smell or injuries reported, and no pt was involved in the event.